Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked sides of the video connector . A definitive root cause could not be identified. Based on the results of the investigation, the cause of the of reported malfunction dark image could not be established. While cause of the additional malfunction cracked sides of the video connector was traced to be component failure like fracture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a dark image. The event occurred during reprocessing. There were no reports of patient involvement.